Manufacturer narrative:
Manufacturing evaluation: we received the complained device in a decontaminated condition for investigation. At first sight there is no visible failure. Investigation: the components were examined microscopically. The available upper disc showed no deviation or serious damage. The rivet of the craniofix showed a slightly skewed cutting edge. No further visible damages or material deviations were visible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: there are no hints for a material problem. According to the quality standard and device history records (DHR) files a material defect and production error was not found. At this time we exclude a design related error because the market feedback is unremarkable on this matter. Most probably the user cut off the pin too shot/cut off slanted; or the upper disc was not attached correctly or not correctly used with the right instrument. If the last spring segment, which should fix the upper disc, is damaged, it is not possible to hold it in the planned position. The instructions for use (IFU) contains clear guidelines for inserting the implant and cutting the pin. The risk of coming off the pin during wrong handling is mentioned: the upper disc can loosen after application if the pin is not cut off properly. No CAPA needed.

Event description:
It was reported that there was an issue with the craniofix clamp. During an unspecified procedure, it was noted that the outer plate detached while the pin was cut. There was no harm to the patient. Additional information was not provided.